Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during an anterior resection of rectum, for the first firing, the surgeon pushed the green button of the device, however could not fire the device. The surgeon felt the pivot point of the cartridge was wobbled. The procedure was completed with another device.